Event description:
During implantation, an error message was observed on the programmer while the patient was in an arrhythmia preventing any intervention to be performed. The device was connected to a pacing system analyzer while the programmer was rebooting. Once the programmer was rebooted, the device was interrogated with no errors. The patient was stable.